Manufacturer narrative:
Troubleshooting of the device with the customer identified a lack of maintenance with the device that contributed to the depleted battery pack. As a follow up with the customer, the proper maintenance of this device was reviewed.

Event description:
A customer reported that their AED would not power on; however, when tested with a spare battery pack, it did power on and prompted a service code. They reported this did not occur during patient use.